Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported extrusion and infection are known risks associated with artificial urinary sphincter (aus) procedures and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Extrusion and infection were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was implanted with an artificial urinary sphincter (aus) device a month ago. The patient presented an infection and the tubing was observed to be extruding through the scrotum. The patient underwent a surgical procedure in which a new device was implanted.

Event description:
It was reported that the patient was implanted with an artificial urinary sphincter (aus) device a month ago. The patient presented an infection and the tubing was observed to be extruding through the scrotum. The patient underwent a surgical procedure in which a new device was implanted.